Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the clip was difficult to remove, however, it was removed when the device was moved. The event occurred during an unspecified therapeutic procedure, which was completed using the subject device. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected fields: e1 (address was inadvertently missed). The device was not returned to olympus for inspection; therefore, the customer's reported issue could not be confirmed. Based on the results of past investigations, a definitive root cause could not be determined. However, it is likely the issue occurred due to the following: due to severe angle of the endoscope or the shape of the insertion portion, sliding resistance between the operating wire and the coil sheath increased. The slider could not be fully pulled, and clipping could not be completed. The clip was caught in the hook of the slightly bent connecting board, and the coil sheath could not be detached. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.